Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that he was using an impaction handle to insert the tritanium shell. The threaded tip which screws onto the shell sheared off as the surgeon was impacting. The threaded portion remains stuck to the shell. The shell was positioned correctly and the surgeon decided not to remove the shell and to leave the threaded portion of the impaction handle in situ. An occluder screw was used to fill the hole. The case was completed successfully and surgeon does not expect any issues. Other instruments were on hand to complete the case. The scrub nurse further reported that he didn¿t thread it when screwing the implant on. He further commented that it looked like wear and tear as it sheared off at the very tip at a slight angle.

Event description:
He surgeon reported that he was using an impaction handle to insert the tritanium shell. The threaded tip which screws onto the shell sheared off as the surgeon was impacting. The threaded portion remains stuck to the shell. The shell was positioned correctly and the surgeon decided not to remove the shell and to leave the threaded portion of the impaction handle in situ. An occluder screw was used to fill the hole. The case was completed successfully and surgeon does not expect any issues. Other instruments were on hand to complete the case. The scrub nurse further reported that he didn¿t thread it when screwing the implant on. He further commented that it looked like wear and tear as it sheared off at the very tip at a slight angle.

Manufacturer narrative:
An event regarding crack/fracture involving an impaction handle was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned. Clinician review: not performed as no medical records were available. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that the threaded tip of the impaction handle sheared off. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.